Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients spinal cord stimulator paddle lead had migrated. The patient underwent a revision procedure wherein the paddle lead was repositioned and remained implanted. The patient was doing well post operatively. No device malfunction was suspected.